Event description:
The customer reported that a nurse attempted to move/reposition the wall mounted monitor, and it fell, striking her head, neck and shoulder.

Manufacturer narrative:
The hosp nurse mgr reported to a philips presales clinical specialist that a nurse attempted to move/reposition the wall mounted monitor, and it fell, striking her head, neck, and shoulder. A second nurse was also struck by the falling monitor. The presales clinical specialist also confirmed that no serious injuries occurred. The nurse mgr also reported that the nurse pressed the quick release button prior to pushing up against the monitor to move it. The hosp biomedical engineer also investigated this issue and was able to confirm that the nurse pressed the quick release mount button and then pushed against the monitor. This action is inappropriate in situations when users want only to reposition the monitor/mount. This is not being considered a product malfunction. The issue is related to the user pressing the quick release mount button and then pushing against the monitor (from the bottom). The quick release mount mechanism functioned as designed. There is no labeling deficiency. The instructions for use clearly identify the location of the quick release button and explain its function. A f/u call was placed to the nurse mgr and info regarding the fixed mount option was provided. No further calls have been logged for this customer issue. No further investigation or action is warranted. (B) (4).